Event description:
A caller reported a cgm error 42, which occurred without causing the pump to come out of storage mode. Before reaching out, the customer had already reset the pump and resolved the issue. It was also noted that battery depletion was related to the pump searching for bluetooth as part of the cgm error. There was no adverse impact to the customer's blood glucose level.